Event description:
It was reported that a user contacted customer care after being advised by a trainer to perform a factory reset due to repeated meal announcements clustered around mealtimes, which led the ilet system to adapt to deliver approximately 1.2¿1.9 units per meal and subsequent postprandial hyperglycemia requiring multiple announcements for correction. Symptoms included episodes of low glucose to nadir 62 mg/dl at initial use and hyperglycemia to 298 mg/dl after meals. Outcomes included user education on meal announcement best practices, execution of a factory reset, resumption of insulin delivery, and planned entry of an updated body weight with continued use of dexcom g7 and current infusion set. Investigation included case review, training review, and guided troubleshooting including factory reset. Investigation of this case revealed that device performance was consistent with system adaptation to user input patterns, with no device malfunction identified and behavior attributable to use-related factors. It was concluded, based on previously established findings for similar reports, that the cause was use error and user training needs.